Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose. Customer did not indicate their blood glucose level and declined to provide any details or to do any troubleshooting. Customer was advised to call back if any further assistance is needed. No further details provided.